Event description:
It was reported that the catheter presented holes along the external wall.

Manufacturer narrative:
The complaint is inconclusive due to the condition of the complaint sample. The proximal end of the catheter had been cut away and was not returned for evaluation. The complainant indicated that holes were found in the external section of the catheter. The d/l tubing had been cut 0.4 inches proximal to the cuff and only the distal catheter segment was returned for eval. No leaks were found in the returned complaint sample. A chr was not completed since the lot info was not provided by the complainant.